Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the doctor explant this prosthesis because the patient had signs of infection.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Requests for the device and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the device and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4763415. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.